Event description:
It was reported that t:slim x2 pump battery would not charge, which led to pump shutdown and an inability to turn pump back on after a shutdown alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of recommended charging equipment and had already tried charging for an extended period, then was able to restore charging using alternate supplies. Cts to send replacement tandem charging cable via two-day shipping.